Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of the delivery issue was most likely due to patient anatomy as per the clinical description provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 63-year-old female was attempting to be placed on an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump was unable to pass through the patient's vasculature during attempted delivery. The patient's right side was noted to be tortuous while the left side was occluded. As direct access was also not viable, the decision was made to abort the impella 5.5 implant. An impella cp pump was subsequently placed for patient support.